Event description:
Reporter stated that peripherally inserted central catheter (PICC) line that has been placed on 2025 was found to be broken below the hub. PICC line removed in entirety. Patient required new PICC line placement.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.